Event description:
It was reported that during a cholecystectomy procedure, the clip applier got stuck open inside the patient. The port had to be removed to remove the clip applier from the abdomen. The sales representative reported that there may have been a small delay due to opening a new clip applier. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged, ejecting clip. The analysis results of the device found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition and then, it locked out as intended but the orange indicator was visible at 14th firing sequence thus, it did not show up completely. This finding is not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.